Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the angle wires became stretched, due to clogging of the nozzle the water removal ability did not meet the standard value, the bending section cover rubber had a scratch, the adhesive on the bending section cover rubber had a chip, the connecting tube had a dent and a wrinkle, due to wear of the angle wire the play of the up/down knob was out of the standard value, the objective lens had discoloration, the forceps channel port was shaved, the suction cylinder was shaved, the scope connector cover unit had a scratch, the paint on the suction cylinder was peeled, the lock engagement lever and the knob both had a scratch, the up/down and the right/left knobs both had a scratch, the suction cover had a scratch, the scope connector had a scratch, the universal cord had a scratch, the grip had a scratch, the control unit had discoloration and a scratch, and the switch box had a scratch. The customer cleaned, disinfected, and sterilized the device before returning to olympus. The customer flushed the air/water nozzle with air and water and a detergent solution and wiped/brushed the air/water nozzle with a lint free cloth, sponge or brush with no delays in the precleaning and no abnormalities observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. The nozzle was not deformed, and reprocessing was performed according to the instructions for use (IFU). The event can be detected and prevented in accordance with the following IFU: the instruction manual gif-1200n describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif-1200n reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had reduced angulation abilities. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and foreign material was found in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.